Event description:
It was reported that during an unk procedure, the balloon would not feed down the trocar - "it wouldn't fit". No pt injury was sustained but the procedure had to be changed. A medtronic rep took back the device for further investigation. Reporter is unsure if lot number is correct.